Manufacturer narrative:
The reported event of oversensing noise was not confirmed. As received, a partial lead was returned. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing was normal. Removed the outer insulation and outer coil to examine the condition of the inner insulation and no anomalies were found.

Event description:
It was reported that the patient's right ventricular (rv) lead was oversensing noise resulted in pacing inhibition. The lead was explanted and replaced. The patient was stable throughout the procedure.